Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to infection and edema. Ipp device was explanted and a new tactra device was implanted. Full recovery is expected.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to infection and edema in scrotum. Ipp device was explanted and a new tactra device was implanted. Full recovery is expected.

Manufacturer narrative:
Field change: b5, h3, h6, h10. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.